Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a cerebral angiogram, a slow leak occurred. A flowswitch was selected; however, a slow leak was noted which was causing air into the system. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed no damage or defects. Functional testing was performed and the unit met specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that during a cerebral angiogram, a slow leak occurred.a flowswitch was selected; however, a slow leak was noted which was causing air into the system. The procedure was completed with another of the same device. No patient complications were reported.